Event description:
During an ablation procedure utilizing a celsius tc thermocool catheter, when the physician applied energy power, a "pop event'" occured. Upon the withrawal of the catheter, the physician observed taht the tip was damaged. There were no patient consequences reported.